Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00123.

Event description:
It was reported that the screw was not held securely by two inserters while the screw was being installed into the bone during surgery. The screw wobbled and the screw hole may have become enlarged. The screw remains implanted. The inserters were examined after the procedure, and the tips appeared to be worn. There was no report of patient injury associated with this event, but the surgeon feels the screw's purchase within the bone could possibly be compromised. This is report one of two for this event.

Manufacturer narrative:
The device was not returned for evaluation, however a photo was provided. The photo showed that the pentalobes at the tip which interface with the mating pedicle screws are worn. The cause is likely attributed to wear and tear over repeated uses. A review of the manufacturing records did not identify any issues which would have contributed to this event.